Event description:
It was reported that the retractable head section did not lock into position resulting in the cot tipping while unloading a patient. It was further reported that the patient was taken to the emergency room with possible adverse consequences. Attempts are being made to gather additional injury and treatment details from the user facility.

Event description:
It was reported that the retractable head section did not lock into position resulting in the cot tipping while unloading a patient. It was further reported that the patient sustained a hematoma to the head. The patient was transported to the hospital and treatment information could not be obtained. The device was evaluated by a field service technician and no defect was found with the device.

Manufacturer narrative:
The device was evaluated and no defect was found with the device. Section h codes have been updated to reflect the investigation.